Event description:
Patient reported that since completing treatment, they have developed bite issues and jaw discomfort caused by the aligners moving their teeth too quick. An orthodontist has confirmed the issue. There are several lower front teeth that are now loose, they cannot bite into firm foods and have concerns about their long term dental health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.